Event description:
Ous MDR - after an implantation time of about 25 months, it was reported that home monitoring showed that the device displayed eos. This was confirmed during the follow-up on (B)(6) 2013; the ICD showed an error message. During the last follow-up from (B)(6) 2013, the battery state bol had been recorded. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The ICD first underwent a status interrogation. The device status was eos, 10 charge processes were documented. The ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values in eos mode. The eos mode was reset with the help of a technical programmer. A fibrillation signal was supplied, and the device detected the fibrillation signal as expected. The detection was followed by a charge process that was aborted, which was, however, due to the already severely depleted battery. The ICD was then opened. The visual inspection of the inner structure did not show any irregularities. The battery voltage was measured. A discharged battery was found. The electronic module was then connected to an external voltage source and underwent an electrical function check. The current uptake of the electronic module was examined and proved to be unremarkable. The antibradycardic signal was normal and matched the programmed values. A fibrillation signal was supplied, and the module reacted according to specification with a defibrillation shock. The specified energy level was reached. The current uptake of the electronic module under load continued to be unremarkable. For further analysis, the battery was returned to the manufacturer for destructive analysis. Analysis of the battery: the manufacturing process of this battery was reviewed first, and the battery underwent a visual and an x-ray incoming good inspection. No anomalies were found. All manufacturing steps had been carried out correctly, the visual inspection and the x-ray analysis showed a normal and expected battery structure. Next, microcalorimetric measurements were performed. The measurements did not provide any indications of a possible increased self-discharge of the battery. The battery was opened and analyzed destructively. The visual inspection of the internal structure did not show any anomalies. In addition, the cathodes and anodes, the feedthrough, and the respective separators were examined carefully. The insulation resistances were as expected. In summary, the device status eos is confirmed. Despite time-intensive and thorough analysis, no cause of the clinical observation could be identified. The analysis of the electronic module and the battery were unremarkable. There were no indications of material defects or manufacturing errors.